Event description:
Patient underwent a CT guided 15-gauge and 16-gauge (soft tissue core) core biopsy of the left tibia for lesion. During the course of the procedure, the distal 2 cm of the 15-gauge bonopty biopsy cannula fractured and remains completely within tibia, no soft tissue extension.the bonopty has an easier time penetrating thinned cortical bone. This patient's cortex was not thin. Also, the patient is young and is not subject to osteopenia. Many of our patients are older and have osteopenia. The fellow who performed the biopsy did not notice any extraordinary difficulty with the procedure.the patient and her parents elected to have an open biopsy and removal of retained needle. The patient tolerated the procedure well.